Event description:
Inaccurate high reading. Customer obtained a laboratory result of 121 mg/dl and a blood glucose result of 240 mg/dl within 10 minutes. No report of death, serious injury or mistreatment associated with this event.